Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The reporter stated while the pod was being placed and the cannula was inserted into their stomach; the patient experienced pain and bleeding at the pod site. Upon removal of the pod, it was noticed that the needle did not retract into the pod after the cannula was inserted, indicating a needle mechanism failure.